Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown procedure, the set screw failed to advance in the nail. A new nail was used to complete the procedure. There was an unspecified surgical delay than required. No further information available. Concomitant devices reported: unknown set screw (part# unknown, lot# unknown, quantity 1), unknown screwdriver part# unknown, lot# unknown, quantity 1). This report is for one (1) 11mm/130 deg ti cann tfna 360mm/left - sterile. This is report 1 of 1 for (B)(4).